Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. How the damage to the distal end was caused is not known. The device did not come in contact with any hard surface or sharp corner. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. It is likely that the distal end of the device separating from the bending section occurred due to user handling. The device meets the product standards, however, the adhesive strength of this device compared to its predecessor, cyf-v2 is lower. The underlying cause has already been addressed with a CAPA. The instructions for use includes the following statements: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for the inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, troubleshooting. If this endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, returning the endoscope for repair. Warning: ·using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. ·this endoscope was not reprocessed before shipment. Before using this endoscope for the first time, reprocess it according to the instructions as described in the endoscope¿s companion reprocessing manual with your endoscope model listed on the cover.

Event description:
The customer sent in the device for repair for the device not passing leak test and the cleaning brush coming across resistance at the bottom during reprocessing. There is no patient involvement. Upon evaluation for repair, it was observed that the distal end of the device was separated from the bending section. This medwatch is being submitted for the issue of the distal end of the device was separated from the bending section.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, distal end is separated from the bending section. In addition, there is a biopsy leak, dents in the insertion tube, control body biopsy port seal is misaligned, scope connector valve is loose and misaligned, angulation is out of olympus standards, and control knob clicks. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.